Event description:
In 2006, the intralase fs laser was used to create a corneal flap for bilateral laski surgery. Approximately 2 months later, the doctor performed an enhancement. The patient developed epithelial ingrowth and a flap lift and rinse on the left eye (os) was performed 5 days later. The patient responded to topical steroids and as of 2 months later. The post-op bcva is 20/20 ou. The patient's pre-op bcva os was 20/20. The doctor indicated the epithelial ingrowth is not due to the laser.

Manufacturer narrative:
Surgery support was provided by an intralase clinical applications specialist in 2006 and the laser was working clinically within specifications. An intralase field service engineer evaluated the device on 6/14/06 and the laser met all specifications.